Event description:
It was reported that the patient presented in clinic for a routine follow up. The right ventricular lead exhibited noise causing pacing inhibition. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.